Event description:
It was reported that during a lap sigmoid colon resection procedure, the device did not staple the distal end completely causing the tissue to tear. A small piece of feces fell into the abdomen from the tear, but was retrieved. The abdomen was irrigated very well. The same device was reloaded and used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 10/31/2008. Information anticipated, but unavailable at this time.